Manufacturer narrative:
Batch review performed on 02 dec 2025. Ball heads: cocr 01.25.021 cocr ball head 12/14 d 32 mm size s lot. 2422891: (B)(4) items manufactured and released on 03 feb 2025. Expiration date: 19 jan 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: few months after primary uncemented tha, the patient feels pain and nickel allergy is diagnosed. The only implanted component with a significant nickel content was the femoral head, which was then replaced to a ceramic device. Such a visible bone reaction after a short implantation time is certainly an indicator of a local reaction, and the diagnosis of allergy is compatible with the radiographic finding. We understand that the question about infection has been raised but not fully answered, because this is another possibility. In either case, there is no reason to suspect a problem related with the devices. Root cause: based on the available information, no definitive root cause can be established. However, the clinical and radiographic findings are consistent with a local allergic reaction. There is no indication that a device-related issue caused or contributed to the event, and the device history record review did not identify any manufacturing-related issues.

Event description:
Five months after the primary surgery, the patient reported persistent pain and swelling. A nickel allergy was diagnosed. Based on this and the x-ray findings, a revision was performed. Intraoperatively, the stem was stable, so only the head was exchanged with a biolox option.